Manufacturer narrative:
(B)(4).investigation completed and product evaluated with no defect found on returned meter; returned test strips produced lo readings on 75 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of lo results. Customer states that she feels physically fine, no medical attention needed. The customer expected blood results are 100-150mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer performed a back to back blood test lo and lo fasting. Reviewed meter memory lo (B)(6) 2016 10:00:00 am fasting: yes. Lo (B)(6) 2016 01:32:00 pm fasting: yes. Lo (B)(6) 2016 07:08:00 pm fasting: yes. Lo (B)(6) 2016 07:07:00 pm fasting: yes. Memory concerns: lo. Reviewing the memory of the meter were only 4 result storage, customer stated meter is brand new.